Event description:
Asku

Event description:
It was reported that the right ventricular lead had fractured, causing oversensing which resulted in multiple inappropriate shocks. The lead impedance was also noted to be high. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): distal conductor fractured. Full lead in segments returned and analyzed. Additional observations of defib conductor distorted, blood/body fluid outer tubing overlay, inner tubing kinked/buckled, outer tubing overlay breached cut, outer insulation cosmetic depression, helix distorted/bent and blood in/on helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.